Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. No information on device return.

Event description:
Mobi-c p&f us : disassembly. It was a two level mobi-c case. The only information reporter provided on this case is : "implant came apart during insertion". Attempts have been made and no further information has been provided yet. Date of the event is unknown. Investigation is in progress.

Manufacturer narrative:
This medwatch was sent to provide the investigation conclusion. The fields a2;a3;d6; d10; g4;g7; h2; h6 and h10 were updated. The device was not returned to examination . The review of the device hsitory records and tracebility show no evidence on a device issue that may have impacted this event . The received sales order , confirmed the prothesis lot and reference. It give information on the patient and that the surgery was completed with another device of the same size. However , although severals attempts were made to the reporter , there was no event update received. The review of the case with product range manager , based on the reccurence , the device history records review no evidence on a device issue was found . Due to the lack of provided information and the fact that the device was not returned for examination , the exact root cause of this event remain undetermined. If additional informations were received , another report will be sent. H3: not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembly. It was a two level mobi-c case. The only information reporter provided on this case is : implant came apart during insertion. Sales order received , confirmed the prothesis reference and lot number and provided information on patient . It add information that surgery was completed with another device of the same size . Attempts have been made and no further information has been provided .